Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11:the associated devices were returned and evaluated. A visual inspection of the returned devices finds the devices returned fractured into multiple pieces each. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This are single use devices, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, while performing the pinning of the femoral cutting block, the surgical approach was angled due to a bone defect, at the moment of inserting, three (3) nonrim speed pin 80 sterile bent. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.